Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, approximately one month after implant, that the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact and noise. The device remains in use. No patient complications have been reported as a result of this event.